Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported via medwatch mw5152442: I had to have a revision of a stryker knee that I had put in 2020. The plastic piece in the knee had to be taken out as it was given out and they had to put a new bigger plastic spacer in. This cause severe pain.